Event description:
It was reported that during a therapeutic nephrostomy tube insertion procedure, an accustick ro marker came off mid procedure and was stuck in the renal pelvis. The tip was later removed at the same time a planned stone removal was being done.